Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the importer (B)(6) this is the first reported event found with the same failure mode (since 2010 to date). The failure mode is related to sara 3000 lift tipping. Taking into consideration over 50 000 sara 3000 devices sold, the complaint ratio is considered to be low. Problem description and root cause analysis. The device inspected was up to specification when the problem was detected. Only the knee pad was loose. It was reported by the customer that during transfer with sara 3000 patient left hand slipped off the handgrip, patient fell to the right causing lift to tip over against the wall. That seems unlikely to have occurred while the IFU was followed due to the absence of any significant sideway forces that can cause such a lift tip during the correct use. For there to be any quick shift in balance of the sara 3000, the person being lifted must exercise force, such as uncontrolled movements, on the lift during lifting. Therefore, it can be suggested that there is no relevant deficiency with the device and that a number of use errors caused the even, the most relevant use error being a failure to evaluate the person to be transferred before use and lack of maintenance. Intended use of sara 3000 lift device is slated in the IFU (kkx81010m-en issue 3, dated october 2006): 'sara 3000 is a mobile raising aid, with a safe working load of 200 kg (440 lbs), intended to be used for raising to a standing position and short transfer of residents (e.g. Raising from bed and transit to wheelchair, or from wheelchair to toilet) in hospitals, nursing homes or other health care facilities where the resident has been clinically assessed." We have not been able to find any contributing manufacturing anomalies. The device has contributed to the events as it was being used for patient handling at the time. However, from our simulation of the event, compared with the event description and the instructions in the device labeling, it has come forward that the root cause of the event appears to be use error.

Event description:
At the beginning the initial reporter informed arjohuntleigh us qa that a female resident had just finished toileting duties and was getting ready to be moved out of the bathroom. Her left hand slipped off of the handrail and she lost balance, tipping the lift towards the right, where it ended up going down on the floor. The resident was not injured (x-rays were taken) and did not end up under the lift in any way. After visit in the customers facility the (B)(6) service technician provide event description. "Patient had finished toileting and was being removed from the restroom. The lift was in fully raised position with the patient in standing position. Legs of lift were closed so that lift could pass through doorway. Patients left hand slipped off the handgrip, and patient fell to the right, causing lift to tip over against the wall. Patients head struck the wall and her ankle struck the leg of the lift."